Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), discomfort ("increasingly discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), fatigue ("chronic fatigue"), tooth disorder ("dental problems"), alopecia ("excessive hair loss") and abnormal weight gain ("excessive weight gain"). At the time of the report, the pelvic pain, discomfort, heavy menstrual bleeding, back pain, abdominal distension, abdominal pain, fatigue, tooth disorder, alopecia and abnormal weight gain had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, discomfort, fatigue, heavy menstrual bleeding, pelvic pain and tooth disorder to be related to essure. The reporter commented: the right fallopian tube ostium was then visualized and an essure coil was placed with 4 coils remaining trailing into the endometrial cavity. Left fallopian tube: again, 4 coils remained trailing into the endometrial cavity. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a patch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 5-may-2021: medical record received: reporter and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.